Event description:
After developing an unrelated systemic septic infection, the patient presented to the physician with the infection spreading to the inspire system. Physician brought the patient into the or and explanted the entire inspire system.